Event description:
It was reported that the device displayed a red alarm with a flashing red light during surgery. There has been no report of adverse event.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that issue was printed circuit board (pcb) damaged and deemed beyond economical repair. No further action will be taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.